Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 450mg/dl at the time of the incident. The customer reported that they put in a new sensor and it said transmitter not found. The customer reported that the sensor was bent when he removed it. The customer declined further troubleshooting. The insulin pump and sensor will be returned for analysis.